Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. No unexpected numbers ramping or scrolling on their own noted. The insulin pump has cracked case at display window corner, reservoir tube lip and minor scratched display window.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error and that the buttons became entirely unresponsive. The blood glucose reading was 131 mg/dl. The customer did not recall any significant events leading to the alarm and had been watching television when it occurred. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer then reported that the numbers scrolled endlessly when attempting a bolus.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.